Event description:
Patient was taken to radiology for gj tube exchange with bentson guide wire assistance. The original catheter was removed over the guide wire without significant difficulty. A new, 16 fr by 2.0 cm stoma length, 30 cm long jejunal feeding tube was advanced over the wire. At that time the wire was attempted to be removed but there was difficulty in that the wire would not remove as easily as usual. Another attempt was made to remove the wire and this resulted in breaking the stripping of the wire. As the wire was removed further, it was apparent that the wire remained in the distal part of the tube. A decision was made to remove the entire gastrojejunostomy tube with guide wire and an alternative procedure was completed.